Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received the monitor was unable to power on. Upon investigation the 12v main battery line was shorted to ground near j1 in the computer/analog pca. The cause of the failure was the shorted line. The root cause of the shorted pcb was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor won't power up.